Event description:
The event is reported as: a difficult intubation was performed using the device. The balloon was pre-tested and worked fine. Then the cuff ruptured quickly and the et tube was replaced without adverse consequences to the patient.

Manufacturer narrative:
No sample or lot number will be returned for investigation. Conclusions: other - an investigation cannot be completed due to lack of sample. If sample or lot number becomes available, complaint will be reopened. No corrective actions will be taken.